Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support and reported finding thermal damage on the functional board of a 2008t hemodialysis (hd) machine. The original issue was thought to be a defective usb port. Upon follow, the biomed said the usb port was not functioning. When the biomed went to change out the usb port board, they noticed a burn/scorch mark on the functional board where the usb connection is located. The burn mark was believed to be the reason the usb port was not functioning. According to the biomed, the machine was not properly disinfected and disinfectant fluid got inside the port. The port never fully dried and the component shorted the next time the machine was used. The biomed was not aware of any burning smell, smoke, sparks, or flames. The machine had 4,229 operating hours on it. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed said they ordered a new functional board, but the board they received had an older, non-compatible software version on it (version 2.72 versus 2.74). The biomed was unable to upgrade the software because the functional board would not recognize the usb. The biomed had to order another functional board with the correct software version (2.74). The new functional board with the correct software version was confirmed to be delivered and installed. After installing the functional board, the machine was properly disinfected, tested, and then returned to service. The damaged functional board was not available to be returned for evaluation as it had been discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the manufacturer was able to confirm the reported complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support and reported finding thermal damage on the functional board of a 2008t hemodialysis (hd) machine. The original issue was thought to be a defective usb port. Upon follow, the biomed said the usb port was not functioning. When the biomed went to change out the usb port board, they noticed a burn/scorch mark on the functional board where the usb connection is located. The burn mark was believed to be the reason the usb port was not functioning. According to the biomed, the machine was not properly disinfected and disinfectant fluid got inside the port. The port never fully dried and the component shorted the next time the machine was used. The biomed was not aware of any burning smell, smoke, sparks, or flames. The machine had 4,229 operating hours on it. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed said they ordered a new functional board, but the board they received had an older, non-compatible software version on it (version 2.72 versus 2.74). The biomed was unable to upgrade the software because the functional board would not recognize the usb. The biomed had to order another functional board with the correct software version (2.74). The new functional board with the correct software version was confirmed to be delivered and installed. After installing the functional board, the machine was properly disinfected, tested, and then returned to service. The damaged functional board was not available to be returned for evaluation as it had been discarded.